Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to recognize or charge a battery. The cause for the failure was isolated to a defective y1 crystal oscillator on the bedside pca. The root cause for the open crystal oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and notified zoll that a patient was receiving battery charger/modem faults.